Event description:
It was reported the pt lost stimulation coverage. X-rays revealed the leads migrated. The physician repositioned the leads and effective stimulation was regained. Note the pt received two leads from the same lot number.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.